Event description:
It was reported that the pt complained of pain. The surgeon stated that the cup was "not well fixed." He removed above noted implants and replaced with above list components.

Manufacturer narrative:
An eval of the reported device cannot be performed as the pt did not authorize release of implants or records, the device was not returned to the MFR. Additional info including x-rays and medical records was not made available. Should additional info become available, the eval summary will be submitted in a supplemental report.